Manufacturer narrative:
The event is not a death or life-threatening situation. There was no serious injury that resulted in permanent impairment of body function or structure reported. However, there was illness in the sense that the patient experienced post-op pain in the right hand and thumb after the original implantation due to a mal-positioned cage placed too medially. The pain led to the re-intervention. Although there was no device defect or malfunction contributed to this case, the mal-positioned implant at c5-c6 led to a re-intervention and therefore failed to perform as intended. For this reason, this event was reported to fully comply with 21 cfr 803. Not device defect related.

Event description:
Patient received a c5-c7 cervical fusion to treat a previously failed acdf fusion at the same levels. Patient woke up after the surgery with numbness and pain in the right hand and thumb. The surgeon took a post-op CT scan and determined that an implant was placed too medially which could contribute to the pain. The surgeon decided to perform a revision to remove the cage at c5-c6. The patient did not report any further or worsening symptoms after the revision. There was no device malfunction in this case.